Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had exhibited high pacing threshold measurements and intermittent loss of capture. Surgical intervention was performed and the rv lead was repositioned and remains in service. No adverse patient effects were reported.